Event description:
It was reported that a faradrive steerable sheath clear was selected for use. It was mentioned that faradrive sheath was exchanged from versacross fixed sheath over versacross pigtail rf wire. Once farawave catheter distal end was inserted into the faradrive sheath and flushing was attempted, air bubbles were noted while aspirating with 20 ml syringe. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.